Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing a hypoglycemic event during which her blood glucose decreased to 34-38 mg/dl after approximately 4-24 hours of pod wear on the abdomen, while using the dexcom g7 continuous glucose monitor. Symptoms reported including the patient feeling as though she was about to pass out. The patient was hospitalized on (B)(6) 2025, and reported to have been in a coma. No additional details regarding medical diagnosis, treatment, and discharge date were provided despite multiple good-faith efforts for additional information. No further information was obtained.

Manufacturer narrative:
The physical device was not returned for investigation. Cloud data from the user for the period of (B)(6) 2025 - (B)(6) 2025 was downloaded and reviewed. Review of the patient history buffer (phb) data found that the system was only used in manual mode during this period and the system correctly delivered the user's manual basal program of 2.8 u per hour for 24 hours. The phb data showed that insulin delivery was manually suspended starting at 14:48 on (B)(6) 2025 and was suspended through the last data point sent from the pod to the controller at 18:58 on (B)(6) 2025. The total pulses delivered count tracked by the pod did not increase during this period, confirming that no insulin was delivered during this suspension period. No evidence of an overdelivery of insulin was observed in the available cloud data.